Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized a month and half ago due to high blood glucose level. Blood glucose was 230 to 304 mg/dl range. Blood glucose was 242 at the time of the call. Customer treated with insulin pump. Auto mode feature was active. Customer's blood blouse was over 500 mg/dl at the time of admission. Customer declined to provide the other details of the adverse event. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.